Manufacturer narrative:
Correction: please disregard this report as it was reported in error. Event was previously reported under report #1038671-2024-02760.

Event description:
Legal case-USA. Lor form received in complaint inbox on 06dec2023. No information provided other than patient name. Ebi data was identified based on patient's name only and case updated. No information about revision or surgery ops reports provided.

Manufacturer narrative:
Concomitants: (B)(6), 02-022-47-3509 - truliant tib imp cr ins std sz 3.5, 9 mm, (B)(6), 02-022-47-3509 - truliant tib imp cr ins std sz 3.5, 9 mm, (B)(6), 02-022-45-3535 - truliant tib fit tray cem sz 3.5f / 3.5t, (B)(6), 200-02-32 - three peg patella 32mm, (B)(6), 200-02-32 - three peg patella 32mm, (B)(6), 02-022-45-3525 - truliant tib fit tray cem sz 3.5f / 2.5t, (B)(6), 201-78-82 - collar fixation pin 2pk 40mm, quick release, (B)(6), 02-020-13-0335 - truliant cr cem fem cr cem right sz 3.5, (B)(6), 201-78-15 - holding pin mini sharp point 4 pk, (B)(6), 02-020-13-0235 - truliant cr cem fem cr cem left sz 3.5. The product associated with the reported event is within the scope of recall z-0023-2022. However, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.